Manufacturer narrative:
Concomitant med products: cutter device. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed safety assessment (runs in the load position), also did not secure the cutter, the connector cap cable frayed, and the cutter came apart during temperature assessment. Therefore, the reported condition was confirmed. It was further observed that the device failed pre-test for loctite and cable assessment. During repair it was observed that the lock cylinder and pawl release were damage causing the failed safety assessment, also the pawls were worn out causing the cutter to not secure. It was determined that the condition of the worn-out pawls was due to normal wear over time. The condition of the damaged lock cylinder and pawl release was determined to be due to trying to run the device in load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that when the motor device was assembled to the cutter device and at the time of operation the cutter device was released and prevented proper operation. During service and evaluation it was observed that the lock cylinder and pawl release were damage causing the device to fail safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.